Manufacturer narrative:
Product was not received to ldr medical yet. No visual and functional evaluation could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: disassembled per op. According to the reporter: mobi c device was implanted per protocol. It was being advanced slowly with fluoro confirmation. It was rotated "slighty" and the "titatnium" plates separated. It was removed easily. Another device from the same size was used. No harm to the patient. No delay. Additional information received on december, 14th 2018: the patient suffered no injury and is recovering from surgery well. He is pain free. The level of the surgery was c6-7. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). The disc space was not distracted. No resistance. Device inserted easily, it was being rotated gently when it became two pieces. The device was inserted perpendicular to the patient. The second device was inserted in identical fashion as the first and seated well. No image available. The surgeon did not use the mobi-c no touch level. The surgeon used the mobi-c distraction forceps. Waiting for product returned.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. A5, b4, d10, g1-2, g7, h2, h3, h6 and h10 were updated. The product was returned to the manufacturer on march 1st 2019. Yet, the decontamination form received on march 6th 2019 stated that the sterilization, the risk assessment of patient and of procedure regarding ncta were not performed. Consequently, according to the french regulation dgs/ri3/2011/449, the product evaluation could not be performed. From the information provided based on the zper, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as reported, the surgeon used some rotational movement to position the implant, causing the implant disassembly. It is clearly stated in the surgical technique to avoid lateral and rotational movements of the implant-to-peek cartridge assembly during and after insertion (step 11: device insertion). Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10: verify insertion trajectory). Root cause: user error: mishandling during implant positioning (rotational move, absence of the mobi-c no touch level use).

Event description:
Mobi-c p&f us : disassembled per op. According to the reporter : mobi c device was implanted per protocol. It was being advanced slowly with fluoro confirmation. It was rotated slighty and the titatnium plates separated. It was removed easily. Another device from the same size was used. No harm to the patient. No delay. Additional information received on december, 14th 2018: - the patient suffered no injury and is recovering from surgery well. He is pain free. - the level of the surgery was c6-7 - the depth stop adjustment was set initially at zero. - the surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). - the disc space was not distracted. - no resistance. Device inserted easily, it was being rotated gently when it became two pieces. -the device was inserted perpendicular to the patient. - the second device was inserted in identical fashion as the first and seated well. - no image available. - the surgeon did not use the mobi-c no touch level. - the surgeon used the mobi-c distraction forceps. No more information available.